Event description:
It was reported from a call from the answering service to the hot line that the clinical support specialist (css) called the critical care unit rn back when they were unable to get an arterial pressure (ap) waveform from the central lumen. The rn stated they have a pt post CABG (coronary artery bypass graft) from earlier today that became unstable after returning to the unit. The surgeon elected to place a 40 cc intra-aortic balloon (iab) through the sheath via right femoral artery at the bedside in the afternoon. They initially had an ap waveform from the central lumen. Once the x-ray was done for iab placement, it was noted that the iab was positioned too low. The iab was repositioned and they still had an ap waveform, but then it was noted that the iab was a little too high. The iab was repositioned again. After it was repositioned for the second time, they no longer had an ap waveform from the central lumen. The physician tried to aspirate and flush the central lumen, but was unable to get any return. The iab was placed through a sheath so they next connected the sideport arterial line to the intra-aortic balloon pump (iabp) to use that waveform on the pump. The waveform was very dampened. That is when the rn called the hot line for assistance. The pump was in operator mode and the timing method was manual. The css had them place the pump in autopilot and now the timing method is wessler/wessler. The css explained that the ap waveform from the sideport would not be very good since there is not much room between the sideport opening and the iab to allow for a good pressure flow to the sideport. The css explained that the central lumen is probably clotted off. The rn asked if there was anything that they would do to clear the central lumen. The css explained that there were no recommendations on anything to use to clear the central lumen especially since the iab is sitting in the aorta. The css did explain that the physician could possibly try rotating the iab to make sure that the tip was not up against the arterial wall. The pt does have a radial ap waveform. The css asked if they had a pressure module (phillips monitors) with an output so they could slave the radial ap waveform to the pump. They were unable to locate a module with an output. The css then had the rn connect the radial pressure waveform directly to the pump. They now have a good pressure waveform on the pump. The timing method is predictive/predictive. The css had the rn zero the ap on the pump. The pressure readings are: 116/35, aug- 120, map- 85. They connected the sideport waveform to the monitor. The css explained that they should not use the pressure readings on the bedside monitor since that waveform is very dampened. The css explained that they will need to record the pressure readings from the balloon pump into their bedside monitor for documentation. The rn was also going to see if they could locate a pressure module with an output since they used to slave the pressure waveform before. The pt is currently stable on a respirator. The pt's rhythm is atrial fibrillation with a bundle branch block with a rate in the 120's. The css gave the rn the direct number and told the rn to call back if they had further questions. There were no alarms or strips generated. There was no report of pt death, complications or injury. No medical/surgical intervention was required. No delay or interruption in therapy noted. The pt outcome is the pt is being supported on iabp therapy successfully. Additional information received on (B)(6) 2013 from the rn who made the call to the hot line stated this was not his pt, but was the charge nurse at the time. The rn transferred me to the rn who is caring for the pt at this time. The iab is still indwelling and they have continued using the radial arterial line successfully. The rn stated that they will save the iab for return. The pt is okay and still continues receiving the iabp therapy successfully. The nurse did not mention if they used heparin during the phone conversation. It was noted that the iabp used was an autocat2 wave, s/n (B)(4).

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.